Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Endometritis occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. Following the procedure, the patient had severe endometritis. The patient was readmitted to the hospital through the emergency room two months later, with a wbc > 21,000 and was placed on IV antibiotics. The surgeon did a dilation and curettage the following day, and reports that although the endometrium had been adequately cauterized, it had not shed. Large amounts of necrotic endometrium, with abcess formation, was curetted from all endometrial surfaces. The problem was diffuse throughout the endometrium, not limited to a focal area. Additional information was requested.